Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hernia - "whilst removing absorvitact, applied port broke." Patient status unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured. All pieces of the fractured cannula were returned for evaluation. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements.